Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded battery tube. Pump received with minor scratched lcd window, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
Customer's mother reported via phone call that insulin pump had crack at the back and scratched on the screen. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump was might be dropped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.